Event description:
Related manufacturer report number: 2017865-2022-05903. During the initial implant procedure, bleeding occurred at the implant site. Upon placement of the right ventricular (rv) lead and right atrial (ra) lead, a loss of capture, loss of sensing, and high pacing impedance were observed on both leads. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable and the bleeding at the implant site was addressed with a compressive device after the implant procedure was completed.

Manufacturer narrative:
The reported event of failure to capture, failure to sense was confirmed while high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture but an internal shorting between conductors was noted. Destructive analysis found the inner insulation was damaged at the proximal region consistent with overtightened suture sleeve tie. The cause of the reported events of failure to capture, failure to sense were isolated to the inner insulation damaged due to the suture sleeve tie overtightened consistent with procedural damage.